Manufacturer narrative:
(B)(4):this complaint for a check patient line alarm was not confirmed in the lab. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The label review found the labeling adequate for the use error in this complaint. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm on the home choice (hc) machine and the observance of air, which occurred during drain 1. The hp stated that he pressed go before connecting and there was air in the patient line. The tsr assisted the hp in ending the therapy on the hc. The tsr advised the hp to start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: he mistakenly connected then disconnected and again reconnected when the patient should not, thus causing the check patient line alarm and air in the lines. The sample was discarded but a companion sample was available and requested with lot number h11d17037. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.